Event description:
The excluder bifurcated endoprosthesis devices were successfully implanted. Three days postoperatively, one day following discharge from the hosp, the pt experienced medical distress at home. The pt was taken to the emergency room, where pt expired. An autopsy was performed. According to the autopsy report, the cause of death was listed as ruptured abdominal aneurysm due to hypertensive and atherosclerotic cardiovascular disease. The implanting physician stated that he believed the aneurysm rupture was the result of a weak posterior aortic wall and residual pressure within the aneurysm sac. In addition, he mentioned that the pt had no pain and pt gradually became hypertensive. The physician made no allegation of deficiency regarding any of the excluder devices placed.